Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was using an optiview trocar for optical entry and commented that he had problems getting through the peritoneum despite how much pressure he applied. Surgery was delayed by a few minutes. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.